Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported no sound at the information center ix. The device was in use monitoring patients.